Event description:
A patient contact for a peritoneal dialysis (pd) patient contacted technical support because they needed assistance with cancelling the patient's pd treatment during fill 2 of 5. The patient contact reported that the reason why they need to cancel the patient's treatment is because the patient needed to go to the hospital. The technical support representative assisted the patient contact with cancelling the patient's pd treatment. Additional information was obtained through follow-up with patient's peritoneal dialysis registered nurse (pdrn). The pdrn stated that the reason why the patient had to go to the hospital was unrelated to the use of the liberty select cycler. The patient was admitted (diagnosis not provided) and their pd catheter (not a fresenius product)was removed. The patient was permanently transitioned to hemodialysis (hd). The patient was discharged from the hospital and started in -center hd on (B)(6) 2020. (B)(4), 8010545171. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).